Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical technician was called out on (B)(6) 2016. Customer's blood glucose level was 24 mg/dl. Customer stated that he did not go to the hospital but the emergency medical technician did come out to treat him. Customer could not wake up and after trying for a few hours. Customer was treated and his blood glucose went up to 100 mg/dl. Customer declined to be taken to the hospital and was wearing the pump at the time of the incident. Customer stated that his blood glucose is at 84 mg/dl and on the rise. Customer did a self test and the pump passed. Customer was advised to call his health care provider to discuss the possible causes of the low blood glucose. Customer was advised to monitor the pump.